Event description:
It was reported that the implant 30 due to purulence and pain. Discovered purulent draining fistula occlusal and implant not stable. Aborted stage ii and removed osi#30 placed bone graft and colla plug.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided g4: PMA/510(k) number k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.